Manufacturer narrative:
Update to h6: component code, evaluation result code, evaluation method code and conclusion code upon receipt at our quality assurance laboratory, the returned ams inflatable penile prosthesis (ipp) components underwent a thorough analysis. The pump, cylinders and reservoir were microscopically inspected and leak tested. The pump did not present any abnormalities or leaks. The pump was also functionally tested, but the pump failed activation tests 2 and 3. The first cylinder presented broken fabric threads, was completely separated, and had a leak at the proximal end from wear. This cylinder also had wear at fold in the distal end of the cylinder, as well as the outer tubing was torn in a spiral due to the wear. The second cylinder also presented broken fabric threads from wear in the proximal end of the cylinder. The outer tubing was completely torn off starting at the proximal end, but the component passed the leak testing. The reservoir presented wear at a fold in reservoir shell and passed the leak testing. Based on the information available, the product issues identified could contribute to product performance.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The pump did not function as expected and appeared flat. The device was removed and replaced with a malleable device. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The pump did not function as expected and appeared flat. The device was removed and replaced with a malleable device. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The device was removed and replaced with a malleable device. There were no patient complications.